Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that following the patients returned to the inpatient ward post system implant with no complications observed, high capture thresholds were noted with this right ventricular lead. Within hours, the patient returned to the surgical ward for a lead revision however lead parameters remained unfavorable and for this reason, the lead was removed and replaced. The explanted lead is not expected to be returned due to a blood borne issues. There were no reported procedural complications during the lead revision but it was reported that patient was displeased and uncooperative with the extended procedure time.